Event description:
After transfemoral implantation of a sapien xt valve, the patient developed acute right foot ischemia and was started on heparin. Popliteal cutdown with embolectomy was performed and localized tpa was used with restoration of flow to the foot.

Manufacturer narrative:
Peripheral ischemia is caused by decreased blood flow to tissues and can be related to many patient and or procedural factors. Patient factors that can lead to peripheral ischemia are atherosclerosis, hypertension, hypercholesterolemia, smoking, diabetes, obesity, chronic renal failure. Atheromatous material can accumulate along the walls of the blood vessel, and can vary in size. The IFU precautions the use of the device in patients with significant aortic and vascular disease. Reversible peripheral ischemia may manifest peri or post-procedurally as a result of the patient¿s underlying pvd, combined with temporary compromise of inflow during the procedure. There is a potential for dislodgment when an intravascular device is advanced through the vessel. If this occurs, there is a potential for the atheromatous material to embolize and cause distal ischemia or infarction. These patients usually present with multiple co-morbidities that in combination with the procedure put a patient at high risk for peripheral complications. In this case, the exact cause for this event cannot be confirmed but may be related to the device manipulation in the intravascular space. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required.